Event description:
It was reported that during the dca procedure, it was conformed via x-ray, that the guide wire had seperated in the pt. An attempt was made to retrieve the seperated piece of the guide wire, but it was stuck in the rca. The pt was sent to surgery where the seperated piece was successfully removed.